Event description:
During a coronary drug eluting stenting treatment procedure, stent damage was noted. The physician attempted to advance the taxus express2 2.25 x 16 mm drug eluting stent to a lesion in the circumflex coronary artery. The lesion had been predilated with a stormer balloon catheter. After several attempts, it was noted that the stent struts were bent. The physician attempted to advance a taxus express2 2.25 x 16 mm drug eluting stent to a lesion in the circumflex coronary artery during a second procedure on the following day, but again was unable to successfully cross the lesion. No stent damage was noted after stent delivery system removal from the pt. The procedure was completed by balloon angioplasty. The pt is reported to be in satisfactory/good condition with no injuries or complications reported.